Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). A patient¿s scs system was revised for an unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had a series of revisions with their scs system. The specific dates or issues leading to revision were not specified. No other information available.